Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -4.50/1.0/159 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. Low vault was observed and refractive change overtime was assessed on (B)(6) 2018 and (B)(6) 2020. Cause of the event is reported as unknown.the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -4.50/1.0/159 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. Low vault was observed and refractive change overtime was assessed on (B)(6) 2018 and (B)(6) 2020. The lens was exchanged with a for a longer length lens on (B)(6) 2021. This resolved the problem cause of the event is reported as unknown. H6- health effect impact code reported as 2199 - update to 4629. Claim# (B)(4).